Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. A separation was noted in the shorter exhaust tube of the pump near the tube/strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubing. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing near the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leak (tear), the device was revised/replaced. Available for return.